Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. A review of complaint databases was not possible as no product details were received. It should be noted that no device was returned. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "clinical outcome using a ligament referencing technique in cas versus conventional technique." Literature article "clinical outcome using a ligament referencing technique in cas versus conventional technique" by k. Lehnen, k. Giesinger, r. Warschkow, m. Porter, e. Koch, m. S. Kuster published by knee surgery sports traumatology and arthroscopy doi 10.1007/s00167-010-1264-4 was reviewed. The article purpose: to investigate whether cas has a more pronounced effect on strict ligamentous referencing tkas. The article reports: the authors performed a prospective cohort study comparing clinical outcome of navigated tka (43 patients) with that of conventional tka (122 patients). All patients undergoing a primary lcs tka between 2006 and 2007 were included in the study. This study demonstrated that computer-navigated tka significantly improves patient outcome. There were several adverse events reported between both groups however. The patella was not routinely resurfaced and all knees were cemented (manufacturer was not disclosed). This study also reports this additional adverse event (6 times), but it won't be coded for due to insufficient information: "other local complication". Despite complications being reported, no surgical intervention to address these complications was mentioned within the article. Depuy products involved: lcs knee system complications: fracture (3), nerve injury (1), tendon injury (5), deep vein thrombosis (7), hematoma (5), impaired wound healing (4).